Event description:
It was reported to philips that the battery (lot 18256-0099-p) failed calibration. The battery showed full capacity when put into the cadex c7400 unit but failed to calibrate and showed only 57% capacity. There was no patient involvement.

Event description:
It was reported to philips that the battery (lot 18256-0099-p) failed calibration. The battery showed full capacity when put into the cadex c7400 unit but failed to calibrate and showed only 57% capacity. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received with 80% capacity at minimum as all five led indicators were illuminated and was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. Furthermore, the unit operating under the battery only (ac power removed) was also able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery was also successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. To coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.